Event description:
This valve was explanted due to thrombus.

Manufacturer narrative:
Source of info written report (fer form) based on phone conversation between st. Jude medical heart valve div product surveillance manager and clinical fer administrator, and clinical coordinator on 3/4/1998. Description of event on 2/24/1994, dr. Implanted 31 mm mitral st. Jude medical heart valve (model 31m-101) utilizing interrupted, 2-0 ehtibond pledgeted sutures. This mitral valve replacement procedure was performed due to severe mitral regurgitation and congestive heart failure. Native mitral valve was thickened and calcified at annulus, and some "crusty vegetative-type lesions" were noted over anterior leaflet. Pt had history of rheumatic valvular disease, and also had 23 mm aortic st. Jude medical mechanical heart valve implanted at this time. The subvalvular structures were not preserved. Blood cultures were negative, there was no evidence of endocarditis, and histological examination of the explanted native mitral valve illustrated sclerotic and calcification only. On 2/26/1998, pt was admitted with congestive heart failure and increased inr(5.03). Coumadin was withheld, resulting in inr decreasing to subtherapeutic level of 1.3 during observation. Dr. Expressed concern that prosthetic mitral valve had malfunctioned prior to inr decreasing. On 3/3/1998, dr. Explanted this valve due to thrombus formation, which resulted in "very little motion of leaflets". At explant, there was no evidence of vegetation or pannus formation. Another manufacturer's 31 mm bioprosthesis was then implanted. The pt was reported as stable postoperatively. Results of investigation valve was received in st. Jude medical valve div fer analysis laboratory in st. Jude medical product return kit, submerged in liquid solution. Large mass of brownish tissue was observed floating freely in this liquid. Due to its semicircular shape, it may have originally been located on one of leaflet's surfaces (inflow side os left leaflet). Sewing cuff was brownish-gray in color, and contained small amount of withish tissue. Outflow side of left leaflet, as well as inflow and outfloe sides of right leaflet, were covered with relatively heavy layer of dark brown tissue. This dark brown tissue was also observed in all four of recessed pivot areas. Presence of this tissue on leaflets and in recessed pivot areas was most likely cause of both leaflets remaining in closed position. Valve was chemically sterilized and forwarded to independent pathologist for gross morphological examination. Dr. Stated that at time of his examination, brownish tissue observed on valve, as well as large mass returned floating in formalin solution, was identified as essentially unorganized fibrin thrombus with small numbers of entrapped leukocytes. No microorganisms or inflammation was identified. Dr. Titus concluded that large amount of thrombotic material observed on this valve, both recent and focally partially organized, essentially immobilized leaflets.